Event description:
While wearing the external equipment, the patient reportedly had no sound perception between sound processor and the cochlear implant. The patient was seen at the center for eval. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's c1 device was scheduled.

Manufacturer narrative:
It is believed that the failure of this ics device was caused by a loss of hermetic seal. This is concluded from the rga results and the intrusion of the dye penetrant into the ics inner cavity, due to a fine leak failure in the feedthru assembly. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. This ultimately caused the device to cease functioning properly. This older device configuration is not currently manufactured.